Event description:
The clinician reports that the day the implant was placed in ada 20, failure occurred upon insertion. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.